Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the (B)(6) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had developed a rash under the therapy electrodes of the lifevest. The rash was described as itchy and painful. The patient reported that the rash was improving. The patient was given a prescription from his physician.